Manufacturer narrative:
The nph low flow valve was received completely obstructed, with brownish residue in the modulus and in the peritoneal catheter. The valve's modulus was removed from its silicone elastomer envelope, and microscopic examination revealed brownship residue all over the valve mechanism. The returned valve as received presented with residue adhering to the valve's mechanism. Pressure/flow characteristics of this nph low flow valve were tested within specification at time of MFR as shown on the device history records. Valve obstruction is a known complication of valve therapy as stated in the product instructions for use. Early shunt obstructions may be related to the surgical technique, possibly blood and debris introduced in the shunt at insertion time, or to pt physiological condition, csf characteristics, hydrodynamic characteristics of the valve not adapted to the individual case. No further investigation or corrective action is therefore deemed required.

Event description:
The distributor reported on behalf of their customer [user facility]. According to the distributor the following incident occurred. The neuro surgeon at the user facility has used an nph valve, catalog number 909-512 in 2006. He implanted the ventricular catheter and peritoneal catheter properly first, and waited for 15 minutes after the valve was implanted, the csf drained from ventricle to peritoneum. However, the csf could not drain during the night. He did not find any csf liquid draining from the peritoneum catheter side. The neuro surgeon replaced the nph valve with a dp valve, and the result was reported as good.